Event description:
(B)(4). I had essure place in 2010 after my daughter was born. I started noticing problems as soon as 2 months after I had essure. I was having intense bleeding for my periods, also"my hair started to fall out, and my joints started to hurt to the point where when I get out of bed in the morning -- it's almost impossible to walk, I had to be stopping so many times. I felt like I was a 90yr old. I suffer on a daily basis from constant, severe back pain, abdomen pain, "bleeding every day" and developing a "spiderweb" of scar tissue. "I felt my insides were on fire." Started getting extremely bloated, in addition to several frustrated memory lost and lost my not of sex, regular activities with my kids and gain about 50lb that are so hard to take away and loss felt in to depression.